Manufacturer narrative:
(B)(4).

Event description:
It was reported that this pacemaker and a non-boston scientific right ventricular (rv) lead exhibited a lead safety switch (lss) due to rv pace impedance measurements of greater than 2500 ohms. Then rv noise, oversensing, and pacing inhibition were observed. The device was reprogrammed to bipolar configuration. The patient presented to the emergency room (ER) a few weeks later with symptoms of dizziness, and an apparent heart rate in the 35 beats per minute range. Suspected oversensing or capture issues were noted; therefore, the outputs were increased and the minute ventilation (mv) feature was programmed off. The noise could not be reproduced at that time. It was later noted that the patient was experiencing intermittent loss of capture, although the threshold measurements were tested and were consistent. The device was reprogrammed. The patient remained in the hospital for a few days for monitoring, and there was no more noise or loss of capture observed. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Patient code 3191 is being used to capture the additional intervention of device reprogrammed.

Event description:
This supplemental report is being filed to update evaluation coding.